Event description:
A malfunction alarm occurred with the pump, but there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received pump reset instructions from technical support and successfully reset the pump, with no recurrence of the malfunction code thereafter. The customer can continue using the pump and was advised to contact support again if any issues arise.